Event description:
It was reported that during equipment testing, the cs100 intra-aortic balloon pump (iabp) unit had a small leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the reported problem did not occur while the unit was under analysis. It was then stated that it may have been a problem with the disposable catheter previously used with a small leak. The fse placed the unit in service mode and all tests were carried out and all parameters were in accordance with the factory specifications. Also, the safety disc was replaced as it was due for replacement. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during equipment testing, the cs100 intra-aortic balloon pump (iabp) unit presented with helium leak. There was no patient involvement.